Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No CT spine nor x-ray films have been provided to confirm the alleged event. Revision procedure was reported under report 2031966-2018-00048. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); neurological, vascular or visceral injury..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. .." Post-operative warnings "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product remains in-situ.

Event description:
Patient underwent a revision procedure on (B)(6) 2016 due to rod fracture and loose screw. Patient was transferred to the acute rehabilitation unit on (B)(6) 2016. During an evaluation performed on (B)(6) 2017 it was identified the left l5 transpedicular screw violates the lateral cortex of l5 level. No revision procedure has been reported.